Event description:
It was reported that tip detachment occurred. During unpacking of a 20x55/10fr uni plus 75cm wallstent, it was noted that the stent deployment tip was missing while the distal radiopaque marker band was still intact. Upon further inspection, the missing tip was not in the packing either. The procedure was completed with another wall stent. No patient complications were reported.

Event description:
It was reported that tip detachment occurred. During unpacking of a 20x55/10fr uni plus 75cm wallstent, it was noted that the stent deployment tip was missing while the distal radiopaque marker band was still intact. Upon further inspection, the missing tip was not in the packing either. The procedure was completed with another wallstent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The blue outer was noted to be covering the tip upon device return. The investigator exposed the tip under blue outer by retracting the outer. A visual and tactile examination identified no issues with the tip of the device. The stent was returned fully constrained on the device and no issues were noted. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.